Manufacturer narrative:
Qc sample results shifted lower since the newer rf reagent lot was used. The customer ran 2 different calibrator lots with the new reagent lot and the qc and patient results correlated. A bci engineer confirmed that the analyzer was operating within specifications. A clear root cause cannot be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a negative bias on patient sample results (low shift) between new and previous lot of rheumatoid factors (rf) reagent generated by unicel dxc 800 pro synchron chemistry analyzer. The results were not reported out of the laboratory. Patient treatment was not impacted by this event.